Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 07-may-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 49 year old female patient with urinary tract infection without hematuria site unspecified, other fatigue, shortness of breath, & elevated troponin. There was no additional patient information. Return product is not available for investigation. Method: date: collected: tested: troponin: sample: positive/negative: I-stat (B)(6) 2026, 1343, 1350, >1000 ng/l, whole blood, positive; vitros (B)(6) 2026, 1809, 1852, <0.012 ng/ml, serum sst, negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml); female: 490 13 (10, 17); male: 404 28 (19, 58); overall: 895 21 (14, 30).